Manufacturer narrative:
(B)(4). UDI#: in the absence of a reported part number, the UDI cannot be calculated. There was no reported device malfunction and the product was not returned. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot numbers were not provided. The reported patient effect of death, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use is a known adverse event associated with the use of a coronary scaffold in native coronary arteries. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
The following information was received via a registry titled: "latvian centre of cardiology real-life registry. Two-year clinical outcomes after implantation of an everolimus-eluting bioresorbable scaffold." The registry includes 187 patients with stable angina and acute coronary syndrome. Absorb scaffolds were implanted between (B)(6) 2012 and (B)(6) 2014. The clinical outcome evaluation was done at 2 year follow-up. Clinical outcome that is potentially related to the absorb scaffold included patient death, both cardiac and other unspecified. No additional information was provided.